Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for low blood glucose levels, with a reading of 46 mg/dl. The son stated that the customer was unconscious and could not be woken up. Troubleshooting was performed, and the insulin pump passed the displacement test. Found that the customer's basal rates were not correct. The son changed them back to normal during the call. Advised to speak with the doctor about the basal rate settings. Nothing further was reported.